Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. However, hemorrhage and death are known risks associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery (mca) m1 segment. Post procedure, the patient experienced symptomatic intracranial hemorrhage. The patient was lethargic 14 hours after the procedure and a computed tomography (CT) head scan revealed hemorrhagic conversion of her core infarct. A decompressive hemicraniectomy surgery was performed as treatment. The patient died approximately 4 days later and the primary cause of death was reported as intracranial hemorrhage. The event were reported to be unknown if related to the procedure and unrelated to the device. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a mechanical thrombectomy procedure with the subject retriever for a clot located at the right middle cerebral artery (mca) m1 segment. Post procedure, the patient experienced symptomatic intracranial hemorrhage. The patient was lethargic 14 hours after the procedure and a computed tomography (CT) head scan revealed hemorrhagic conversion of her core infarct. A decompressive hemicraniectomy surgery was performed as treatment. The patient died approximately 4 days later and the primary cause of death was reported as intracranial hemorrhage. The event were reported to be unknown if related to the procedure and unrelated to the device. No further information is available.